Event description:
On (B)(6) 2011, patient reported he had to "wiggle" the down button for the infusion device to respond. This occurred when patient tried to bolus, and the issue got progressively worse throughout the day. Patient switched to the backup infusion device. Both the up and down buttons functioned as intended during the troubleshooting call. Patient has used this infusion device for 3 years and boluses 3-6 times per day. The down button pops up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.